Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a damaged backup battery cover screw was confirmed via evaluation of the returned heartmate 3 system controller. The returned controller, serial number (B)(6), was visually inspected visual inspection of the controller revealed one of the backup battery cover screws had broken and remained in the screw hole. The screw was unable to be removed. The controller was then functionally tested and passed. The downloaded log files were reviewed and did not indicate any issues with the controller. The provided information indicated the backup battery cover screw broke during the initial installation of the backup battery after implant. The remaining screws were tightened. The controller was then replaced after the patient returned to the operating room. A root cause for the damaged backup battery cover screw was not conclusively determined through this analysis. A manufacturing analysis has been initiated to further investigate this issue. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, heartmate 3 patient handbook, are currently available. Section 2 of the IFU, entitled ¿system operations¿, provides instruction on how to install the backup battery. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records reveal that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that when the perfusionist was placing the internal backup battery in the primary system controller, the screw broke off when they tightened it to secure the cover. The perfusionist tightened the other three screws and when the patient returned to the operating room (or) for another issue, the controller was exchanged.